Event description:
The customer reported that she experienced high blood glucose results while wearing a pod. She said that she changed her pod at approximately 6:00 pm, and her results started to climb at 2:30 am. When her result was "high" (>500 mg/dl), she changed the pod immediately. When she removed the pod, she noticed that the cannula had never deployed. She did not have the pdm with her at the time of the call to provide additional blood glucose readings.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported failure of the cannula to deploy or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product met all acceptance criteria. The omnipod's user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." And "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose)." If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia. If you get 'high check for ketones' reading, but have no symptoms of high blood glucose, then retest with a new test strip on your fingers. If you still get a 'high check for ketones!' Reading, perform a control solution test to ensure your system is working properly. If the system is working properly, follow your healthcare provider's recommendation to treat hyperglycemia." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."